Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer's blood glucose was 22 mg/dl. The customer stated that his healthcare provider's advised him that the basal setting on the insulin pump was set too high. The customer stated that he had reverted to the insulin pen. The customer stated that the paramedics came and treated him with glucagon. The customer mentioned that he blanked out while standing at his computer at work. The customer did not recall any significant events leading to the event. The customer was not hospitalized. Nothing further reported.